Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hypoglycemia while using the ilet with a g7 sensor, during which the sensor displayed values higher than capillary glucose and the patient¿s caregiver called emergency services; no treatment was provided by ems, and the patient recovered at home after receiving carbohydrates. Symptoms included loss of consciousness. Outcomes included temporary functional limitation due to the event, caregiver assistance, and contacting ems without transport. Investigation included complaint handling, review of device use and event details with troubleshooting and education provided to the caregiver. Investigation of this case revealed a hypoglycemic event with unclear etiology and a reported discrepancy between sensor readings and actual glucose, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was uncertain. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.